Event description:
Medical affairs was unable to obtain any clinical info about the complaint, since the pt did not understand any of the questions. The meter displayed "battery". The pt did not experience any symptoms at the time of testing and contacted a medical professional for advice to the meter. The pt was treated with glucose; however, there is no info on what the reading was in the hosp. The battery was replaced and the meter still displayed "battery". No further info was provided. Although the pt was treated with glucose, the complaint was not classified as an adverse event, since the reading in the hosp was not provided. The absence of this knowledge does not allow medical affairs to determine whether the result met the criteria for an adverse event. The complaint is being reported as a malfunction, since the meter displayed battery after the battery was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it.